Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received and indicated pt had exudative macular degeneration which had previously been treated with intraocular injections. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is twelve of thirty nine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at end-of-life (eol) due to normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with an intrinsic rate of 45 pulses per minute, after having fallen down. It was unknown if the patient's fall was related to the pulse generator. The pulse generator could not be interrogated. As the patient's family could not provide any follow-up history on the device, it was believed that the patient had been lost to follow-up. The pulse generator was explanted and replaced.